Event description:
It was reported that during preparation of the 3.0x18 mm xience skypoint stent delivery system (sds), the stylet was difficult to remove. Therefore the device was not used and there was no patient involvement. Another, same size xience skypoint sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.